Manufacturer narrative:
Date of report: 06/11/2021. Customer phone number: (B)(6).

Event description:
It was reported to philips by a customer that the unit touch pad is not working. Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged.

Manufacturer narrative:
B4:13aug2021. Additional information was received indicating that the reported issue was discovered during the unit's routine checkup and outside clinical use per the service engineer. Based on this information, it has been concluded that this is not a reportable event. The device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer was dispatched to the site and confirmed the reported problem. The international service engineer replace and installed the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.